Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, visual inspection, and function testing were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be the force sensing resistors were out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.